Event description:
It was reported that the patient had a loss of therapeutic effect. It was noted that the patient suspected that the device was not working. It was noted that the patient only got stimulation in one area and it used to cover 3 areas. It was noted that the patient also felt ¿shock pain.¿ it was noted that both problems started 4 months ago. It was noted that at first the patient thought it was because of the cold weather or that they pulled a muscle. It was noted that the patient had a cat scan done 4 months ago and they thought maybe it knocked it out. It was noted that the patient had tried the magnet and tried to turn stimulation off and then back on. It was noted that this did not resolve the problem. It was noted that the shocking sensation was on and off. It was noted that it felt behind the implant. It was noted that the patient had falls and trauma. It was noted that the patient fell twice recently. It was noted that the patient fell out of a bathtub 4 months ago. It was noted that the patient had not seen the health care professional (hcp) since 2009. It was noted that the patient call the hcp and they wanted to do a cat scan of the spine. Additional information received reported that stimulation was in the wrong location. It was noted that the symptoms occurred following a fall. It was noted that the patient had several falls recently within the last month and after the falls started feeling a shocking or jolting around the implantable neurostimulator (ins) site. It was noted that the patient was no longer able to get any stimulation therapy, only shocking at the ins site. It was noted that the ins was in the lower back area. It was noted that all current impedance measurements were normal. It was noted that all case pairs were 548 ohms and allbipoles were 833 ohms. It was noted that reprogramming had not been tried yet. Additional information received reported that the impedances were normal. It was noted that the patient would be getting an x-ray. It was noted that no malfunctions were seen or the cause of the issue determined. It was noted that the device was reprogrammed and patient was getting the same effective therapy now as was prior to the fall. It was noted that the patient got effective therapy post reprogramming but would get x-rays to confirm placement anyways.

Event description:
Additional information received reported the patient was seen on (B)(6) 2014 as a new patient visit. The patient was reportedly scheduled for a lumbar myelogram on (B)(6) 2014. Additional information has been requested but was unavailable at the time of the current report. A supplemental report will be sent with any additional information received.

Event description:
Additional information received reported the patient was seen at the physician¿s office on 2014 (B)(6) by the physician and the manufacturer representative (rep). It was noted the device was working well. It was noted the reason the patient had a change in stimulation was a spinal issue and not a device issue. It was noted x-rays were ordered and they would proceed from there.

Event description:
Additional information received reported that the patient still had concerns with their device or therapy but was working with their health care professional or manufacturer representative and had an appointment on (B)(6) 2014.

Manufacturer narrative:
Concomitant: product ID 7434a, serial# (B)(4), implanted: 2009-(B)(6), product type programmer, patient. Product ID 3586, serial# (B)(4), implanted: 1997-(B)(6), product type lead. Product ID 7434-e, serial# (B)(4), implanted: 1997-(B)(6), product type programmer, patient. Product ID 7496-51, serial# (B)(4), implanted: 1997-(B)(6), product type extension. (B)(4).